Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 21-sep-2021: event date and patient information was updated. The event did not cause harm to the patient. Merp category d. Reached the patient requiring monitoring but no harm. The pain was well controlled on lower dosage. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal was missing, scratches found on lcd lens screen and bubbled dso seal. The customer stated problem was duplicated. One of three delivery accuracy tests performed was over delivering / outside of the manufacturing specifications. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced inaccurate volume left in the bag. No adverse effects reported.